Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. All other control points according to the guideline related to this product appeared normal and revealed no weaknesses or lack of functionality. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the image on the camera head did not appear during preparation prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b3 and b5.

Event description:
According to the reporter, the event occurred on aug 1, 2022 prior to an unknown therapeutic procedure. The procedure was completed with a similar device. There are no additional details regarding the patient or event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. D4: corrected the model number. There is not a UDI number for this model. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.